Event description:
It was identified during normal follow-up on an implanted patient that the patient had passed away. The cause of the patient's death was not provided and attempts to obtain additional information from the patient's physician and the funeral home have been unsuccessful to date. A review of the device history record for the implanted device was performed and verified it had passed all quality inspections prior to release for distribution.

Event description:
A copy of the patient's death certificate was provided to the manufacturer and stated that the patient had passed away due to cardiac dysrhythmia that were complications from diabetes.